Manufacturer narrative:
Failure analysis revealed that the insulin pump was programmed with the current time and date and monitored in 50c oven for several days. The time and date did function properly. No error alarms noted during testing. The device pump passed the error alarm test and self test. The unit was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Event description:
Customer reported receiving a signal too low alarm and excessive no delivery alarm. The customer's blood glucose was 68 mg/dl. Troubleshooting found the insulin pump passed the self test. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.